Event description:
It was reported that an ilet user experienced slow charging of the device despite a steady green indicator on the charging pad, with the battery increasing from 37% to 38% over approximately 30 minutes during troubleshooting. Symptoms included no adverse clinical effects. Outcomes included no reported impact to health and no medical intervention. Investigation included user education and basic functional checks over the phone. Investigation of this case revealed normal charging behavior was likely, as depleted batteries can require extended time to reach higher charge levels. It was concluded that the device functioned as expected and that charging time from a low state of charge can be prolonged.